Event description:
Tip was broken during surgery and it was retrieved. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the drill bit were checked and found to be in compliance with the technical drawings and specification. The broken surface is homogenous, which indicates material conformity as well. We do supposed that the breakage was caused due to a mechanical overload in a slanting movement-as it snapped off above the tip. Neither a product nor a material related condition was found.